Event description:
Device malfunction: mislocation-suture. Time of device malfunction: after vessel closure. Symptoms/ae: vessel spasm, absent limb pulse, occlusion. It was reported that a physician using the perclose device achieved arteriotomy of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, during device deployment, vessel spasm developed. After achieving hemostasis with the proglide suture, a pulse could not be felt in the limb. Exploratory surgery revealed that the suture was deployed through a plaque shelf in the posterior wall of the artery causing the vessel to occlude. The vessel was surgically revascularized. Hemostasis was achieved with surgical closure. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.